Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise resulting in automatic mode switch episodes. The noise was not reproducible and it was noted that the patient worked with machinery. No intervention was reported and the patient was in normal condition. The patient would be monitored.

Event description:
New information indicated the lead continued to exhibit noise resulting in inappropriate automatic mode switch episodes. No intervention was performed and the patient would be monitored.